Event description:
The manufacturer service technician reported that device was disassembled when the o-ring on the adaptor was missing while it was being serviced at the user facility. There were no adverse consequences related to this event.